Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was stretched and broken into three pieces. The distal end of the guide catheter had several kinks/bends indicating that the suture embedded inside the guide catheter assembly during deployment or retraction. The push catheter was broken into two pieces due to the physician cutting the delivery system during the procedure to facilitate deployment of the stent. The suture was found attached to the stent at the distal end of the device. There was no visible damage to the stent . Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device evaluation: the stent was not returned for analysis.

Manufacturer narrative:
Device evaluation a visual evaluation of the returned device revealed that the guide catheter was stretched and broken into three pieces. The distal end of the guide catheter had several kinks/bends indicating that the suture embedded inside the guide catheter assembly during deployment or retraction. The push catheter was broken into two pieces due to the physician cutting the delivery system during the procedure to facilitate deployment of the stent. The suture was found attached to the stent at the distal end of the device. There was no visible damage to the stent . Based on the analysis of this device, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, the guide catheter detached as it was retracted for stent deployment. They physician managed to deploy the stent by cutting the push catheter. The procedure was completed with no reported patient complications. The patient was reported to be in good condition after the procedure. Several unsuccessful attempts have been made to obtain additional information. If additional information is received regarding this event, a supplemental medwatch will be submitted to report this information. On (B)(6) 2010, an error was identified in the follow-up (B)(4).

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, the guide catheter detached as it was retracted for stent deployment. They physician managed to deploy the stent by cutting the push catheter. The procedure was completed with no reported patient complications. The patient was reported to be in good condition after the procedure. Several unsuccessful attempts have been made to obtain additional information. If additional information is received regarding this event, a supplemental medwatch will be submitted to report this information.

Event description:
There were no device fragments left inside the patient as the detachment of the catheter occurred within the push catheter allowing the device to be removed in one piece. The physician cut the push catheter to access the guide catheter remnant and deploy the stent.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, weight and event date are unknown). During the procedure, the guide catheter detached as it was retracted for stent deployment. They physician managed to deploy the stent by cutting the push catheter. The procedure was completed with no reported patient complications. The patient was reported to be in good condition after the procedure. Several unsuccessful attempts have been made to obtain additional information. If additional information is received regarding this event, a supplemental medwatch will be submitted to report this information.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.